Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the electrodes. The area was described as itchy. The patient reported that he scratched the irritation causing the skin to bleed. The patient reported removing the device for a week and that the irritation was improving. During a follow up the patient reported that his doctor had recommended a cortisone cream and that the irritation had improved.